Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000ml eva tpn bag leaked from administration port. This was observed during setup. There was no patient involvement. No additional information is available.